Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing set after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment four times and the treatment was cancelled. Fluid was not discovered in the pump module area but was discovered on the external of the cassette. The cause of the leak was a possible rupture in the tubing set. Upon follow up, the patient confirmed the reported event and that fluid was dripping from the cassette itself as the unused lines were clamped off. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The cycler continued to a 4th cycle which was unintended, and the patient shut off the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: g4 additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received in packaging different from the standard configuration. As the complaint product sample was disinfected and prepared for analysis, a leak was found on the cassette film. After further inspection, no other failures were found. During the inspection under the microscope, a tear and a friction mark (scratch) were observed on the cassette film. No other issues were observed in the remaining components of the set. The reported issue was confirmed during the evaluation. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing set after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 3 of treatment four times and the treatment was cancelled. Fluid was not discovered in the pump module area but was discovered on the external of the cassette. The cause of the leak was a possible rupture in the tubing set. Upon follow up, the patient confirmed the reported event and that fluid was dripping from the cassette itself as the unused lines were clamped off. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The cycler continued to a 4th cycle which was unintended, and the patient shut off the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.